Event description:
It was reported that the "patient received intergel during surgery in 2003 for lap hysterectomy. Patient developed peritonitis, an internal abcess and subsequent bowel obstruction. Patient now has chronic pain issues. Patient had a total of 5 surgeries to fix their serious issues. Now live(s) chronic pain."